Manufacturer narrative:
Initial report: currently, there is very limited information on the reported skin reaction and details on hospitalization. Ambu is currently trying to follow up with the customer to receive more information. A follow-up report will be submitted when investigation is finalized. Please note that on the 2nd of may 2024, this MDR was, due to human error, submitted through the webtrader test system rather than the production site. Therefore, you were only informed about this incident through the report of our importer, under the reference number (B)(4). We are now correcting our mistake, immediately after noticing, and re-submitting this report on the 31st of may 2024. Follow-up#1 report: we were unable to verify the reported failure due to limited information. The affected sample was not returned for investigation, nor did we receive information on the lot number. Therefore, neither manufacturing records nor retention sample could be retrieved. Blue sensor vlc electrode was assessed for cytotoxicity, sensitization and irritation. There are 4 components in direct contact with patient's skin all of which passed biological testing to assure that the materials are biocompatible. We can only suspect that affected patient could be sensitive to components in the adhesive or the wet gel of the electrode which could lead to skin reaction. Patient's allergic reaction is not caused by defect in the electrode, but because few people may be allergic or sensitive to certain substances. Production and quality control were made aware on this incident via quality alert and we will continue to monitor for similar incidents. Follow-up#2 report: this report is submitted as a response to FDA request on filling the h10 field.

Event description:
Initial report: patient's daughter reported extreme skin reactions leading to hospitalisation. Follow-up #1 report: we were unable to retrieve more information on the patient's condition. There are no photos available, no details on skin prep nor patient outcome on being hospitalized. Follow-up #2 report: no additional information provided.

Manufacturer narrative:
Currently, there is very limited information on the reported skin reaction and details on hospitalization. Ambu is currently trying to follow up with the customer to receive more information. A follow-up report will be submitted when investigation is finalized. Please note that on the 2nd of may 2024, this MDR was, due to human error, submitted through the webtrader test system rather than the production site. Therefore, you were only informed about this incident through the report of our importer, under the reference number 1220828-2024-00008. We are now correcting our mistake, immediately after noticing, and re-submitting this report on the 31st of may 2024.

Event description:
Patient's daughter reported extreme skin reactions leading to hospitalisation.

Event description:
Initial report: patient's daughter reported extreme skin reactions leading to hospitalisation. Follow-up report: we were unable to retrieve more information on the patient's condition. There are no photos available, no details on skin prep nor patient outcome on being hospitalized.

Manufacturer narrative:
Initial report: currently, there is very limited information on the reported skin reaction and details on hospitalization. Ambu is currently trying to follow up with the customer to receive more information. A follow-up report will be submitted when investigation is finalized. Follow-up report: we were unable to verify the reported failure due to limited information. The affected sample was not returned for investigation, nor did we receive information on the lot number. Therefore, neither manufacturing records nor retention sample could be retrieved. Blue sensor vlc electrode was assessed for cytotoxicity, sensitization and irritation. There are 4 components in direct contact with patient's skin all of which passed biological testing to assure that the materials are biocompatible. We can only suspect that affected patient could be sensitive to components in the adhesive or the wet gel of the electrode which could lead to skin reaction. Patient's allergic reaction is not caused by defect in the electrode, but because few people may be allergic or sensitive to certain substances. Production and quality control were made aware on this incident via quality alert and we will continue to monitor for similar incidents.